Event description:
A home peritoneal dialysis pt reported that pt woke up during ccpd treatment and was feeling too full. The cycler was showing a volume of about 8,000 ml. Pt was not sure if pt was in fill 3 or 4. Pt drained and felt some relief. Pt went to the hosp on the same day since pt was having chest pain and shortness of breath. Pt was informed that pt may have had another heart attack.